Manufacturer narrative:
Medwatch sent to FDA on: 12/10/2014. The event of "perioral edema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporting physician did not provide the lot number, therefore no device history record summary is available. Adverse events: vision abnormalities, almost all of which were nonserious events, have been reported in association with edema and overcorrection. The reported events consisted of blurred, double vision, or watery eyes and were noted after treatment of the tear trough region under the eyes. Time to onset ranged from immediate to 2 weeks postinjection. Interventions reported by physician s were noted to range from none to oral steroids to injectable hyaluronidase. Outcomes included resolved, improving, or ongoing at last contact. Serious events have infrequently been reported for juvederm ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain.

Event description:
Physician reported after infection with juvederm ultra xc, patient experienced moderate "perioral edema" lasting more than 24 hours. Event was treated with a ".25" dose of hyaluronidase. The symptoms are resolved.